Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. However, pump error 54 and pump error 3 alarm found in the device history due to software error. Device received with scratched case and pillowing keypad overlay.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. However, pump error 54 and pump error 3 alarm found in the device history due to software error. Device received with scratched case and pillowing keypad overlay.

Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was stated that the customer was not hospitalized, the emergency medical service was called on (B)(6) 2020.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on unknown date with blood glucose level of 42 mg/dl and also experienced high blood glucose level. The customer¿s blood glucose level was 1000 mg/dl. Other blood glucose value mentioned such as 231 mg/dl, 276 mg/dl. The customer treated low blood glucose with glucagon gel and high blood glucose level with bolus. Based on customer¿s report customer did allege over delivery. The customer was reported that the insulin pump was on auto mode at the time of incident. Insulin pump had multiple insulin pump error alarms. Customer was able to clear the alarm and able to rewind the insulin pump. Self test was passed. The insulin pump will be returned and reservoir will not be for analysis.